Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented for a follow-up with functional loss of atrial capture and total loss of sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received